Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
A third party service provider contacted ventec to report that their device was unable to maintain peep (positive end expiratory pressure) readings, as well as its exhaled tidal volume (vte) levels and the device was alarming high pressure. There was no patient involvement.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it having low exhaled tidal volume (vte) levels was confirmed. Ventec also observed that it was providing low fio2 (fraction of inspired oxygen) readings. Ventec then replaced the internal flow transducer (ift) to resolve the reported issues. Ventec was unable to duplicate the reported issue of the device being unable to maintain peep (positive end expiratory pressure), however, replacement of the ift would resolve any intermittent peep issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.